Event description:
It was reported by the staff that the patient reported battery switching. The batteries were exchanged. There were no effects on the patient. Log files were sent to the manufacturer. The pump remains implanted. The batteries were returned and received by the manufacturer for evaluation. Investigation is on-going. This is one of two reports submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the battery met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Analysis of (B)(4) revealed that the device failed to meet specifications. (B)(4) failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a combination of a communication error between the controller and batteries and a battery with a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014, FDA z-1607-2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a (FDA z-1917-2015) was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00587 and 3007042319-2015-00588) submitted for devices related to the same event.

Manufacturer narrative:
The batteries were returned and received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00587 and 3007042319-2015-00588) submitted for devices related to the same event. Battery received (B)(4) 2015.